Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed and identified the tip protector and the plug were absent. A leak test was performed and bubbling between the tube and the female connector in the base of the connector was identified. A functional evaluation was performed and a leak in the assembly between the connector and the tube was identified. The reported problem was verified. The cause of the condition was found to be due to a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron radiation sterilized extension set was leaking between the tubing and the female adapter. This was identified during priming. There was no patient involvement. No additional information is available.